Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter was observed in three (3) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was observed prior to patient use. There was no patient involvement. No additional information is available.